Event description:
It was reported: subject was sent by mail the 7-year forms to complete. During my internal review of the forms, I noticed within the follow-up questionnaire, the subject answered "yes" to the question "do you have any pain in your hip that has the study hip replacement". The subject comments states "when I am sitting". The subject answered "yes" to the question "are you satisfied with the results of your study hip replacement", however, the subject's comment to the question states "some what!". There was a previously filed ae form for trochanteric bursitis on (B)(6) 2020 and resolved date was on (B)(6) 2020. Listed on ae subject was treated with voltaren and ibuprofen. X-rays were not taken for this visit. Update: "right side" hip. Update: medical records, op reports, progress notes, and pathology/lab reports "not available as enrolled in clinical study."

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: restoration (tm) adm. Cup w/ha; cat# 1235-2-521; lot# g4951987. Delta v-40 ceramic head 28/0; cat# 6570-0-128; lot# 49979602. Size 4 accolade ii 127 deg; cat# 6721-0435; lot# 50447801. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.